Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has physical damage. Customer stated that the damage is a crack on the top right hand corner on the screen and on the other side too. Crack is also around the insulin pump. Customer stated that the device was dropped while changing the infusion. Blood glucose value is 167 mg/dl. Nothing further reported.